Manufacturer narrative:
Na

Event description:
Info was received from an international distributor that the ventilator would not power on and the user reported an odor from the unit. The ventilator was not in use on a pt; therefore, there was no reported pt harm. Alarms functioned to specification. The distributor's svc engineer confirmed the reported problem. Eval of the ventilator revealed the power supply and snubber pcb had heat related damage. The service engineer replaced the power supply to correct the problem. Extended self testing was completed and the unit passed per operating specifications.